Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The device was returned loaded in the delivery sheath. The protective wire was exposed through the sheath slit. A kink at 56cm approximately from the proximal end was also observed. The coil tip was also bent and stretched. Sheathing and unsheathing test could not be performed due to the device condition. All the measured od dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a wire detachment occurred. The target lesion was located in the carotid artery. A 190cm filterwire ez was advanced to the target lesion. During procedure, resistance was encountered when the filterwire was advanced. The filterwire and the guide catheter were removed from the patient's body, it was then noted that the filterwire was detached. The devices were completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a wire detachment occurred. The target lesion was located in the carotid artery. A 190cm filterwire ez was advanced to the target lesion. During procedure, resistance was encountered when the filterwire was advanced. The filterwire and the guide catheter were removed from the patient's body, it was then noted that the filterwire was detached. The devices were completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.